Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on medical record review, the pt underwent repair of a right indirect inguinal hernia with a bard kugel patch on (B)(6) 2002. The medical records indicate that on (B)(6) 2009, the pt underwent recurrent right inguinal hernia repair with a non-bard mesh. A note in a pre-operative report dated (B)(6) 2009 indicates that "removal of old mesh" would be performed. The operative report from (B)(6) 2009 is unclear regarding an excision of the bard kugel patch or an indication as to the cause of the recurrence. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for recurrence which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time.

Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2002 - pt underwent repair of a right indirect inguinal hernia with a bard kugel patch. (B)(6) 2009 - pt underwent exploration and inguinal hernia repair with a non-bard mesh.